Event description:
As reported by end user via medwatch # (B) (4), "event desc: this dialysis patient presented with end stage renal disease, cardiac disease and multiple medical issues. She had multiple catheters inserted and changed over a 15 month period. Last month, she had a catheter change because of poor flow rate. An angiodynamics 15.5 fr. Catheter was placed. This catheter was not functioning well and was removed two days later. A kendall tal dalindrome 14.5 fr. Catheter was then inserted. Approximately 3 hours later, the patient had a pericardial tamponade and expired. An autopsy report revealed a perforation of the right atrium which occurred over the course of several days prior to the patient's death. It is not known how the patient sustained a perforation of the right atrium."

Manufacturer narrative:
Although it was indicated by the end user that the reported defective device is not available to the manufacture for evaluation, an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B) (4).